Manufacturer narrative:
Visual inspection: label inspection: pass ac power cord inspection, ac cord retainer inspection: pass front case and rear case: pass cassette door: pass door lever: pass door roller inspection and test: pass fluid shield inspection: pass distal pressure sensor inspection: pass proximal pressure sensor inspection: pass rubber foots inspection: pass pole clamp inspection and test: pass the visual inspection was carried out and the device was found to be in normal condition. Device date and local date: device date and time: december 14, 2022, 12:39 local date and time: december 14, 2022, 12:21 the device was found to have the correct date, but the time was found 18 minutes early. Interpretation of event history: the customer only comments on the day of the event, the unit of measure, and the value of the dose 0.5 mcg/kilogram/hour and 0.3 mcg/kg/hour an event history was downloaded from the device, and the events of (B)(6) 2022, were reviewed and at 11:25 (pump time) programming was found with the following values ((see sequence (B)(4)) mode: continuous channel: a duration: 10 hours 40 minutes infusion rate: 7.5ml/h concentration: 400 mcg diluent: 100ml volume to be infused: 80 ml dose: 0.5 mcg/kg/hr. This programming is related to the date and value and dose unit, this programming infused 9.4 ml at 12:42 (pump time) 1 hour and 17 minutes later the user changes the dose to 3 mcg/kg/hr, the infusion rate to 45 ml/h and the duration changes to 1 hour and 33 minutes. Duration: 1 hour and 33 minutes infusion rate: 45 ml/h concentration: 400 mcg diluent: 100ml volume to be infused: 70 ml dose: 3 mcg/kg/hr the device was inactive for 10 minutes and at 12:52 (pump time) the infusion started (see sequence 116445). At 14:14 (pump time) the device is stopped by the user. The volume delivered was 73 ml in 1 hour and 22 minutes. (See sequence 116463) analysis, summary, and conclusions of the event history: when reviewing the events, the dose of dexmedetomidine was from 0.5 mcg/kg/hour to 3 mcg/kg/hour. These changes increased the infusion time from 10 hours and 40 minutes to 1 hour and 33 minutes. The infusion information is insufficient to a customer protocol. Only dose values were reported. However, the functional tests showed that the device works under normal conditions. Probable cause: programming error in the dose value. The DHR pending this document is downloaded in costa rica but they are in shutdown.

Event description:
The event involved a plum 360¿ infuser that was initially reported as potentially related to a 'security event'. The user facility requested that the pump¿s event history logs be downloaded in order to check the programming carried out by the healthcare personnel. The event involved a patient who entered cardiorespiratory arrest and was on mechanical ventilation. It was reported that an infusion of dexmedetomidine at 0.5 mcg/kilogram/hour began on the patient. The staff subsequently decreased the infusion to 0.3 mcg/kilogram/hour due to patient presenting hypotension. However, later the patient went into respiratory arrest with subsequent cardiac arrest. Upon checking the pump, it was found that the dexmedetomidine was being infused at 3 mcg/kg/hour (the staff confirmed that the pump reflected this same programmed rate). The infusion was immediately suspended. The facility removed the pump from service as a result of this reported event. No other information has been provided at this time.